Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. During follow up with the account they reported on (B)(6) 2014 that patient has not been seen since the event was reported to abbott. It was unknown if photophobia had resolved within 8 weeks at that time and it was reported that no surgical intervention was required. On (B)(6) 2014 during follow up with the account it was reported that patient¿s symptoms had not resolved and they are still present after 8 weeks however, patient is improving. They also reported no surgical intervention had been done. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient was seen last on (B)(6)-2014. Patient stated vision is better, with the sun and improves, during the day. Patient is happy with acuity and comfort, with both eyes. Patient was to continue restasis both eyes and artificial tears. No additional treatment was needed for photophobia. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with photophobia outside even with sunglasses and inside as well in both eye at 35 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of photophobia in both eyes.